Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding the patient. The caller stated that the patient claimed their stimulator is not working. The caller did not have any further information regarding the issue. No symptoms were reported.